Event description:
It was reported that a skin irritation causing inflammation and a 6 cm superficial soft tissue infiltration had occurred while wearing the pod. The patient visited the emergency room (ER) where a warm water compress was applied and an antibiotic ointment was used for treatment. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.